Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
After being inserted into the patient, air was aspirated into the syringe that was connected to the extension port, prior to any catheters being inserted. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. The dilator and guidewire assembly were also returned. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.